Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: it was noticed before use there was "dust like foreign matter in the tube."

Event description:
It was reported before use the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: it was noticed before use there was "dust like foreign matter in the tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.